Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurements of greater than 125 ohms which was detected via the remote patient monitoring system. Additional information indicated that this patient will continue to be monitored and the physician justified that no further surgery is needed this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.